Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Results: medical review - pupillary block occurs when aqueous flow from the posterior chamber to the anterior chamber is interrupted by the apposition of the pupillary margin with adjacent structures. When the lens optic of the icl adheres to the pupillary margin, accumulation of aqueous in the posterior chamber occurs, leading to intraocular pressure (iop) rise. Implantation of the icl requires that peripheral iridotomies (pis) be performed 2 weeks prior to implantation of the micl to prevent pupillary block. Fibrinous inflammatory materials generated during any intraocular surgery may cause intraocular inflammatory reaction leading to occlusion of the pi if it is too small, which would require enlargement to verify patency of the iridotomy. This event is due to inadequate pis and not due to the device itself, however the device contributed to this event. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. A second surgery was performed on (B)(6) 2012 to revise the pis. The patient had acute glaucoma, secondary to icl implant. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the reporter indicated the icl had an excessive vault and subsequently, the patient experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The patient had decreased vision, pain and corneal edema. The patient's current condition is patient has enlarged pupil, grade 2 angle, 2 patent pis and the bcva is 20/25.